Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. There is no indication that a wider population of product is affected, further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a lesion located in a shunt. When pressure was applied at 20 atmospheres to the 3.0x40 mm armada 35 balloon, the balloon did not inflate and a leak was observed at the distal end of the hub. A second 3.0x40mm armada 35 was advanced to the lesion and was pressure applied to 20 atmospheres the balloon would not inflate, and a leak was observed in the same place as the first device. Another armada 35 was used successfully and the procedure was completed without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional armada referenced is being filed under a separate medwatch report.